Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro began to produce smoke from the tips. A second kit was opened. A replacement device was used to complete the procedure. The hosp did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).